Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient's leads were x-rayed under fluoro and fractures were noted. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.